Manufacturer narrative:
(B)(4). Batch number: r93460. Investigation summary: the analysis found that one ec60a device was returned with the clamping mechanism damaged and with three reloads present. The reloads were received partially fired 1/16. No functional test could be performed due to the condition of the device. However, the device was disassembled to verify the internal components and the yoke was noted to be broken. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Although no conclusion could be reached as to how the yoke became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped over an excess of tissue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the laparoscopic left hemihepatectomy, could not fire with ec60a and ecr60d. Another two reloads were used to continue, but the event re-happened. Another device was used to complete the surgery. There were no adverse consequences to the patient.